Event description:
Boston scientific rec'd info the pt implanted with this implantable cardioverter defibrillator passed away. The exact date of death was unknown but suspected to be 2007. A post-mortem device interrogation revealed fault codes and warning messages for shorted shock and high voltage detected on leads during charge. It was reported that the pt was lost to follow-up since the time of implant, approx five yrs. Prior to their death, the pt had retained legal counsel regarding an advisory issued on this model device.

Manufacturer narrative:
A review of the therapy history noted that in 2007, there was a ventricular tachycardia episode in which anti-tachycardia pacing was delivered followed by a 5j shock which was delivered into a shorted condition. Then eight days later, there was a ventricular fibrillation episode where noise was present on the rate/sense and shock channels. Two shocks were attempted but not delivered. It was noted that during the first shock attempt the device could not complete charging and during the second attempt high voltage was detected on the leads. Upon receipt, visual inspection determined that damaged insulation surrounding a wire within the header allowed a diversion of shock energy into device circuitry. In 2005, guidant which is now a part of boston scientific issued a physician communication regarding a deterioration in wire insulation within the lead connector block that may, with other factors, result in an electrical short circuit. Changes to try to prevent this anomaly were made in 2002. This device was manufactured before 04/02, and is included in this population.